Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced issue with 3 infusion sets adhesive on (B)(6) 2024. The infusion set fell off within an hour of use. The blood glucose level of the patient was between 7 mmol/l- 18 mmol/l. The patient resolved the issue by replacing infusion set and resumed insulin. No further information available.